Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in left anterior descending (lad) artery with heavy calcification and heavy tortuosity. The 3.75x8mm nc trek neo balloon dilatation catheter (bdc) was advanced; however, the distal marker of the device was noted to be missing. The balloon could not be placed. Therefore, the bdc was removed from the patient and the patient was kept on medical management. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
H6 correction: medical device problem code 2920 removed.

Manufacturer narrative:
The device was not returned for evaluation. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. It should be noted that per the manufacturing process, quality checks have been placed in the manufacturing process to confirm the production of the device meets manufacturing specification. The alignment of the distal marker on the equipment is necessary to create the seal and the distal marker is the guide to complete an appropriate seal. The markers should be aligned with the shoulder of the balloon for the alignment of the inner member (im) within the balloon. The process requires the placement and alignment of two markers and the verification of the two markers placed on the device. Therefore, this is deemed not manufacturing related. The investigation was unable to determine a conclusive cause for the reported missing balloon marker; however, the reported difficulty advancing the device appears to be related to circumstances of the procedure. Possible factors that may cause the balloon marker to be missing and/or not visible under fluoroscopy include, but not limited to, location of anatomy and/or anatomical conditions, the type of contrast solution, contrast mixing ratio, patient anatomy, patient disease state and fluoroscopy equipment. In this case, the device was not returned for analysis; therefore, a conclusive cause for the reported complaint cannot be determined. Additionally, it was reported that the balloon could not be placed in the anatomy as a result of the reported missing marker, resulting in the difficulty advancing the device. Based on the reported information and results of the complaint investigation there is no indication the reported missing balloon marker or difficulty advancing the device are related to a potential product quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in left anterior descending (lad) artery with heavy calcification and heavy tortuosity. The 3.75x8mm nc trek neo balloon dilatation catheter (bdc) was advanced; however, the distal marker of the device was noted to be missing. The balloon could not be placed. Therefore, the bdc was removed from the patient and the patient was kept on medical management. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.